Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized from (B)(6) 2016 due to elevated blood glucose while using the infusion device. While at school, the patient lost consciousness and was transported to the hospital. Upon arrival at the hospital the patient's blood glucose level was 600 mg/dl. At the hospital the patient was disconnected from the infusion device and treated with insulin injections. At the hospital it was determined that the patient was connecting the infusion device to the same site on the body. There was redness of the skin and the reporter alleged the increased blood glucose level was due to lack of absorption of insulin. On (B)(6) 2016 the patient was placed back on the infusion device which was connected to a different site on the body. The patient was given "4 additional repair units" through the infusion device and after approximately 30 minutes the patients blood glucose level decreased to 320 mg/dl; indicating better absorption. The lot number was not provided. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.